Event description:
Customer reported the a3 anesthesia delivery system's oxygen ratio controller (orc) assembly had a leakage, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and replaced the orc assembly. System was calibrated and safety tested to factory's specifications.